Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a bi-yearly preventative maintenance check, it was found that the av (atrial ventricular) interval dial on the external pulse generator (epg) did not maintenance. It is noted the bottom potentiometer does not function when trying to adjust numbers. It was also reported the corner of top casing is cracked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; encoder flex is defective and upper case is broken. Analysis also found the lower case is broken/contaminated, battery release is contaminated, one side bail cover is broken, lead flex cover is contaminated, battery drawer is contaminated/broken, keyboard pad is contaminated, and the lcd (liquid crystal display) is missing segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.